Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. No abnormality related to the reported event was confirmed on the product. After visual inspection, functional testing was performed. The reported event was not confirmed as the product worked properly. Therefore, the root cause was not determined. No actions were taken by the manufacturer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the temperature had risen to about 41 degrees the inspection alarm button did not sound despite the button being pressed. There was no patient involvement and no harm/adverse event reported.